Manufacturer narrative:
Additional devices listed in this report: cat # unknown, lot # unknown, description: unknown ceramic on ceramic hip. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
I have a titanium appliance with ceramic on ceramic. The product was installed by a doctor in (B)(6) 2009 at (B)(6). The product generally works very well. The only problem I have is a recurring intense pain approximately at the end of the appliance in the femur. This event consistently repeats itself upon the approach of weather system. It acts like a barometer. Is there any remedy to this condition?

Manufacturer narrative:
Additional devices were listed in this report after the submission of the initial report: catalog: 18-3600, long description: delta c-taper head 36mm +0, lot/serial #: (B)(4). 6051-1240s, secur-fit max 132 hip stem #12, (B)(4). 542-11-56f, trident psl ha cluster 56mm, (B)(4). 2030-6530-1, 6.5 cancellous bone screw 30mm, (B)(4). An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review by a clinical consultant noted: (on b)(6) 2009, (B)(6) 2012 and (B)(6) 2016 x-ray reports of the right hip all describe a right total hip arthroplasty in good position with no lytic changes, lucency, or changes in position or fractures noted. X-rays dated (B)(6) 2012 and (B)(6) 2016 are multiple views of the right hip, which are essentially unchanged with no evidence of loosening, wear or osteolysis. Device history review: review indicates that all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: there is no evidence on serial post-op x-rays of any pathology to explain the thigh pain noted in the event description. The association with ¿the approach of bad weather¿ suggests lumbar radiculitis increasing when the barometric pressure falls. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation. If additional information and/or device become available, this investigation will be reopened.

Event description:
I have a titanium appliance with ceramic on ceramic. The product was installed by a dr. In (B)(6) 2009 at (B)(6) orthopedic. The product generally works very well. The only problem I have is a recurring intense pain approximately at the end of the appliance in the femur. This event consistently repeats itself upon the approach of weather system. It acts like a barometer. Is there any remedy to this condition.